Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The guide was not attaching or engaging onto the trial.

Manufacturer narrative:
An event regarding alleged assembly issue involving a scorpio cutting guide was reported. The event was not confirmed. Device evaluation and results: the device is returned in used condition showing minor scratches and abrasions/gouges in various areas of the device. A dimensional inspection was performed. All features conformed to the required specifications with no evidence of a dimensional issue. Medical records received and evaluation: not performed as patient factors did not contribute to the event. Device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: the investigation concluded that the event could not be confirmed. A dimensional inspection was performed on the returned device. All features conformed to the required specifications with no evidence of a dimensional issue. Additionally, the trial used during assembly was not returned. There is no determination to be made why the device failed. No further investigation is required.

Event description:
The guide was not attaching or engaging onto the trial.